Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a lead revision. Review of merlin.net transmissions showed the right atrial lead had a high pacing impedance. Upon interrogation, it was observed the lead had p-wave amplitude variation and a suspected fracture. The device was reprogrammed. The lead was capped and replaced. The patient experienced no symptoms related to the procedure.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Correction: previously reported g3 should have been 6/7/21 rather than 6/3/21.

Manufacturer narrative:
Correction: h6.